Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). Multiple follow-up attempts made to the facility to obtain a sample and additional information regarding the reported event were unsuccessful. The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough sample analysis could not be performed and no specific conclusions could be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: customer reports "taxol stops flowing and exposes the chemo drug to the people involved."